Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system intermittently would not power on, no boot. This would result in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.